Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported in a case report article that the patient experienced a ventricular fibrillation episode and the implantable cardioverter defibrillator failed to deliver therapy. The patient went into cardiac arrest and was revived by an aggressive resuscitation. The device and right ventricular lead were explanted. Upon inspection, the device exhibited evidence of arcing and the lead exhibited internal insulation damage. There were reportedly no signs of any electrical anomaly prior to this incident. No further information was available.